Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Continued (email address): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold and device appearance (imprint of diaphragm valve on opposite side of the shell consistent with folded device). Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify crease sharp opening on anterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease sharp opening on anterior assessed as to a fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.